Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure for inappropriate sinus tachycardia (ist) with anez steer¿ thermocool® nav bi-directional catheter and suffered a heart block av (requiring pacing) and death. During the procedure, sinus node modification/ablation was performed for a total of 1 minute. Patient became hypoxic and bradycardic. It was noted that the bradycardia seemed unrelated to the radiofrequency ablation. Pacing was initiated via the coronary sinus (cs) catheter. Patient continued to deteriorate and an atrioventricular block was observed. Patient was intubated. Pacing was switched from the cs catheter to the right ventricular (rv) catheter. The rv stopped capturing and the patient went into ventricular tachycardia (vt), which progressed to ventricular fibrillation (vf). Cardiopulmonary resuscitation (CPR) was initiated. Pharmacologic support was provided. Resuscitation efforts were unsuccessful and the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and/or the patient¿s condition. There were no issues or errors reported on any bwi products or equipment during the procedure. Since the adverse event resulted in the patient¿s death, it is MDR reportable.